Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device was fired and no staples deployed. Upon inspection it was noted that the reload did not have any staples. A second reload was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a506. Device evaluation summary: the analysis results found that the cr40b reload was received with no apparent damage and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.